Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported through an adverse event form that a vns patient experienced infection of the wound where the generator is located. In accordance to the form, the event was marked as severe and related to implantation of the device. The surgeon referred to the event as bookend, migrated and begun to erode through the skin. Interventions taken were to explant vns and provide the patient with antibiotics which showed immediate improvement. At the moment, good faith attempts to obtain additional information have been unsuccessful to date.